Manufacturer narrative:
(B)(4).

Event description:
Covidien received info that an 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported the pt coughs very strong. Covidien inspected the device and passed the extended self test (est). The alleged malfunction was not duplicated.